Event description:
It was reported on (B)(6) 2015 that a physician's hand held device would not power on. No charging light was detected. The hand held does not respond to button inputs. The device was returned on (B)(6) 2015. Product analysis is underway but has not been completed to date.

Event description:
Product analysis for the handheld was completed and approved on 10/21/2015. An analysis was performed on the handheld and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. This is an indication that the back-up battery has been depleted. The back-up battery indicator read 0%. This is expected because the back-up battery will discharge if the unit is not supported by an external power source or by main battery power. This is evidence that the handheld battery indicator is operating properly. Product analysis for the software was completed and approved on 10/21/2015. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.